Manufacturer narrative:
This report is submitted on behalf of the manufacturer (B) (4) and the importer (B) (4). The device production history files were reviewed and found to be in order, indicating that the device was released pursuant to the product specifications. The device was not returned for evaluation and no further information regarding the device or the patient is currently available. Leaks are anticipated adverse events in colorectal anastomotic procedures. Tension across the anastomosis, as reported in this case, is a major risk factor for anastomotic leakage. The current cumulative leak rate found with the use of the car device is within the low range reported in the literature for anastomosis devices.

Event description:
The patient had a lap sigma procedure. End to end anastomosis was performed with the car. At day 5 re laparotomy was performed. The colonic front wall had a leak. The surgeon said that there probably was tension on the anastomosis. During the re laparotomy, he saw that the left flexure was not mobilized. Hartmann was performed.